Manufacturer narrative:
Associated medwatch: 9610612-2019-00793. Additional information section d: updated product informtion: lot number: 52222426 (nr005z) involved components: 500472139 nr250z 500472140 nr475z 500472141 nr485z 500472142 nx043 500472143 nr585z 500472145 nr186z 500472210 nr409z 500472211 nr626m. Preliminary investigation results:(prepared prior to updated product information) manufacturing side we received a complaint about a columbus revision tka from USA. There are only little information available. Post-operative medical intervention was necessary investigation no product at hand, therefore a failure description is not possible. Pictorial documentation there are no figures available. Batch history review a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause based on the information available it is not possible to determine a root cause for the failure. Rationale in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a columbus device. It was reported that the patient complained of pain and had a revision surgery to remove a loose columbus revision total knee arthroplasty (tka). The patient was implanted with another company's revision tka system. A revision surgery was necessary. Additional information was not provided nor available.